Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reported an incident involving five infusion sets with kinked cannulas. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.